Event description:
White suture had been tied. Surgeon was running the second suture in the eyelet using minimal pressure with a sawing motion when the suture broke. No knots had been tied; no instruments had come in contact with the suture aside from the driver. Surgery was completed using a 3rd sne anchor.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).